Event description:
It was reported that they received a cooling fan error after performing a software upgrade. There was no patient involvement.

Manufacturer narrative:
(B)(4). Per service manual operational and diagnostic analysis confirmed fan error. The fan was replaced as identified in the investigation to address the fan errors. The bottom epac was missing tape, and the captive nut with washer was missing. The bottom epac and the nut with captive washer were replaced. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational.